Event description:
As reported: "the cup was prepared for implanting by threading on the small magnetic bolt that is designed for the tritanium ii cup. After impacting the cup, [surgeon] tried to unscrew the bolt with zero success. This necessitated him removing the implanted cup and once again attempting to unscrew the bolt unsuccessfully. It took a few staff members using various instruments to dislodge the bolt from the cup. The surgeon indicated that the cup's dome hole threads had been compromised and asked for a second cup of the same size to be opened. A different bolt was used for this and the cup was impacted successfully".

Manufacturer narrative:
B1 corrected to product problem. B2 corrected to other serious (important medical events). Reported event: an event regarding a disassembly issue involving a trident shell was reported. The thread damage event was confirmed based on evaluation of the returned device. Method & results: device evaluation and results: visual inspection: implantation/explanation damage was observed on the threads of the shell, no material or manufacturing defects were observed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: based on evaluation of the returned device it appears that the threads on the dome hole were damaged during implantation/explanation. The exact cause of the event could not be determined. Because insufficient information was provided.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "the cup was prepared for implanting by threading on the small magnetic bolt that is designed for the tritanium ii cup. After impacting the cup, [surgeon] tried to unscrew the bolt with zero success. This necessitated him removing the implanted cup and once again attempting to unscrew the bolt unsuccessfully. It took a few staff members using various instruments to dislodge the bolt from the cup. The surgeon indicated that the cup's dome hole threads had been compromised and asked for a second cup of the same size to be opened. A different bolt was used for this and the cup was impacted successfully".